Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation and implant removal from textured to smooth due to the concerns of the product. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening on anterior side assessed as surgical damage, observed one opening on anterior side assessed as surgical damage like and observed two opening on posterior side assessed as surgical damage like. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed crease on the device. ¿ observed broken on plug strap side assessed as surgical damage. ¿ missing piece of plug strap (assessed as inconclusive.)

Event description:
The device has been explanted and replaced.